Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician was unable to position the lead. The lead was not used and a new lead was implanted. The patient was stable after the procedure.